Event description:
It was reported that during a ptca procedure, the wire broke during advancement and was removed without incident. No patient injuries or complications occurred.

Event description:
It was subsequently reported by the sales rep that, the phenomenon that the physician was observing under flouro that he thought represented a fracture of the wire, was in fact the solder point. It now appears that there was nothing wrong with the wire.